Manufacturer narrative:
H10: additional information: radiographic image result - post-op x-ray from c2, c6 thoracic fusion. C3-5 were not included in the construct. On detailed imaging the rods are out of the c2 screw heads including a result of constructed sub axial movement. It appears the rod is also out of at least one side at c6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: additional information: b1, b2, b5, h1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding set screws and rod used in ossification of the posterior longitudinal ligament (opll) diagnosis. It was reported that post-op, the set screw on one side of c2 completely backed out from the screw head and the rod had slightly rose up. On (B)(6)2020, posterior fixation was performed at c2-t6 using vertex select. The operation was completed without the set screw stripping and the torque was applied without problems during final tightening. Post-op on (B)(6) 2020 when patient was sleeping, a clicking sound was heard from the back of the head. Patient visited to hospital on (B)(6)2020, an x-ray image showed that the c2 set screw has come off. As patient had no symptom and complication like pain, etc. There was no plan for revision surgery. No health damage in the patient was reported. External fixation was performed. If there is any symptoms re-operation will be performed. On (B)(6) 2020, received updated information that the set screw had not come off, but the rod had come off. On (B)(6) 2020, received updated information that in the reoperation, fusion was performed with replacing the screws and the set screw on both sides of c2. Initially reported, set screw deviation only on the left side of c2 was obtained. Reported rod on the right side of c2 came off the head, and the patient suffered from pain, so reoperation was performed. On (B)(6) 2020, received information that set screw on the right side had come off. The set screw on the left side did not come off. In the re-operation 2 screws and 2 set screws were explanted. On (B)(6) 2020, received additional information that 2 screws were damaged. There were no patient symptoms due to the screw. Rod on both the side backed out.

Manufacturer narrative:
Radiological images review result: post-op images for c2-t6 fusion are provided. Instrumentation is present at c2 and c6-t6 but ships c3-c5. By report, one of the c2 set screws is loose. This is not obvious on the provided images. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding set screws and rod used in ossification of the posterior longitudinal ligament (opll) diagnosis for spinal therapy. It was reported that post-op, the set screw on one side of c2 completely backed out from the screw head and the rod had slightly rose up. On (B)(6) 2020, posterior fixation was performed at c2-t6 using vertex select. The operation was completed without the set screw stripping and the torque was applied without problems during final tightening. Post-op on (B)(6) 2020, when patient was sleeping, a clicking sound was heard from the back of the head. Patient visited to hospital on (B)(6) 2020, an x-ray image showed that the c2 set screw has come off. As patient had no symptom and complication like pain, etc. There was no plan for revision surgery. No health damage in the patient was reported. External fixation was performed. If there is any symptom re-operation will be performed. Later updated information was received that the set screw had not come off, but the rod had come off. On 2020-aug-27, received additional information that malfunction was noted in x-ray image when the patient came for an outpatient visit early in the month of (B)(6). When the patient went to bed, an abnormal sound was heard from the back of head, so the patient reached to the hospital. The rod came off the right screw head on c2. The rod was noted to be come off on both sides on c2. Patient had pain on (B)(6) 2020, received additional information that currently, there is no revision surgery planned. Reported set screw did not come off, only the rod had come off.